Event description:
The healthcare provider stated that they had no additional information to provide.

Event description:
It was reported that the patient experienced uncontrolled pain in the abdomen. The healthcare provider (hcp) suspected a catheter issue and performed a (B)(4) study. It was determined that there was a catheter blockage as the physician could not aspirate or push drug through the catheter access port (cap). A CT image was to be taken of the catheter. The reporter thought she may have stopped the pump, but after some review it appeared that the pump was not updated with stopped pump mode. The pump was being evaluated to determine whether or not it was delivering medication. The device system was used to deliver dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8711, lot# j11285r05, implanted: 2002 (B)(6), product type catheter, product ID 8598a, serial# (B)(4), implanted: 2009 (b)(8), product type catheter, product ID 8598a, serial# (B)(4), implanted: 2009 (B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).